Event description:
Pt was on ventilator to assist breathing-machine shut itself off. Showed "apnea" but pt not having apnea. Pt removed from vent and ambu bag used to assist breathing. Machine came back on 15-20 minutes later.